Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A manufacturing evaluation was completed: the device history records review revealed that the measurable dimensions of the returned drill bit were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Based on the provided details we are not able to determine the exact cause of this occurrence. It is clearly visible though that some of the remaining cutting edges are slightly damaged. It is likely that the drill bit must have come in contact with metal (either with the guide wire or possibly the drill guide). A manufacturing related condition can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the cannulated drill bit from headless compression set was broken after using on the patient during a scaphoid open reduction internal fixation procedure. It is unknown if any part of the device was left in patient. All fragments retrieved will be returned. Issue was noted while cleaning it off bone fragments and retrieved fragments will be returned. Case was completed using the other drill bit that came with the set. No delay to procedure. No harm to patient. This is report 1 of 1 for (B)(4).